Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 70 mg/dl at the time of the incident. Customer was at 55 mg/dl but he is eating something to get his blood glucose back up. Customer thinks that he got sweaty after coming home and then got a button error. Customer was advised to discontinue use of the pump and revert to a back-up plan.